Manufacturer narrative:
Concomitant products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3389s-40, lot# va0mws2, implanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
Information was received from a nurse regarding a patient who was implanted with an implantable neurostimulator (ins) for movement disorders. It was reported the patient dropped an object on his head. The patient was being seen for a regular follow-up appointment on the day of report. No reports of issue with therapy concerns. Impedance measurements were taken and the implant was on. There was no recent medical test or emi exposure. All pairs on the right subthalamic nucleus (stn) lead with contact 0 were >40,000 ohms. The out of range electrode was not being used in programming and not causing therapy problems. They were able to program around the issue.